Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the insulin pump continues to alarm change battery now. Customer's blood glucose at the time of the incident is 12.9 mmol/l. Customer's mother stated the alarm occurs at least twice a day. Customer's mother has attempted all troubleshooting on the insulin pump and issue reoccurs. They have even left the battery out for 15 minutes and issues reoccurs. The insulin pump is not returning for analysis.

Manufacturer narrative:
Unit received was not in manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power graph analysis confirmed low battery, replace battery now alarms and an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.